Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the partial view of the guidewire and cannula. The proximal end of the guidewire was noted to be severely bent. Blood residues were noted on the tip of the guidewire. Functional failure cannot be verified from the photo and without physical sample. Therefore, the investigation is confirmed for the reported guidewire bent issue. However, the investigation is inconclusive for the reported resistance and removal difficulty issue as the exact circumstances at the time of the reported event cannot be verified from the photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided port placement procedure by using the powerport m.r.I. Isp. It was reported that during the procedure, resistance was encountered when the guidewire was being advanced. It was further reported that the guidewire allegedly could not be withdrawn. The guidewire was removed with the needle, and it was noted that the guidewire was bent. Additionally, the patient experienced pain. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided port placement procedure by using the powerport m.r.I. Isp. It was reported that during the procedure, resistance was encountered when the guidewire was being advanced. It was further reported that the guidewire allegedly could not be withdrawn. The guidewire was removed with the needle, and it was noted that the guidewire was bent. Additionally, the patient experienced pain. The procedure was completed using another device. There was no reported patient injury.